Event description:
The device was used during an unspecified procedure. Reportedly, the safety shield did not retract. The surgeon applied antoher device. The hosp reported that no pt injury had occurred.